Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to cable boot detached from switch button side, deep scratches on charged coupled device cover glass and unit failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction reported by the customer was caused by due to cable boot detached from switch button side and additionally, found malfunction deep scratches on charged coupled device cover glass, unit failed water leak test due to damaged boot. Also, the most probable cause is traced to component failure which means expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a severed camera cable (where the camera head and cable attach at, had wires exposed). The issue was found during a reprocessing. There were no reports of patient involvement.